Event description:
Pt (B)(4) was implanted with the syncardia temporary total artificial heart (tah-t) on (B)(6), 2012. One month later, on (B)(6) 2012, the customer reported that the pt was clinically declining and experienced intermittent decreased cardiac output/fill volume during an eight to ten hour period. After device optimization, echocardiogram, x-ray and chest exploration, the surgeon decided to replace the tah-t ventricles. The tah-t ventricles from lot 071289 were removed and were replaced with tah-t ventricles from lot 080136. The customer reported that the pt is doing well and is following an expected course of recovery on the tah-t.

Manufacturer narrative:
The explanted tah-t ventricles were returned to syncardia for eval. The explanted ventricles were found to be in excellent condition, and there was no evidence of malfunction of valves or diaphragms. The valves were fully functional and free of any obstructions. There was no evidence of any defect of materials or workmanship. There was no evidence of thrombus in the device. There was no evidence of device malfunction. The investigation of this issue by syncardia is still in process. The final results of the investigation will be provided in a supplemental MDR.